Event description:
It was reported that the balloon expandable stent dislodged from the balloon as it was being inserted into the valve of the introducer sheath. There was no patient involvement.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for corporate lot number gfxc2612. The device was returned with the stent located approx 2.7cm from the distal tip of the balloon. Several of the stent struts were bent near the proximal end of the stent. The balloon was observed under magnification (10x) , and the stent crimp impressions were present on the balloon surface. This indicates that the stent was crimped on the appropriate balloon location during the manufacturing process. The complaint investigation is confirmed for a dislodged/dislocated stent. The definitive root cause could not be determined based upon the available info. It is unk if procedural issues contributed to the reported event. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.